Event description:
During insertion of a 20 gauge IV to left antecubital vein excessive bleeding noted to insertion site. IV inserted without complications, x1 attempt. After inspection of the site, patient was bleeding around IV catheter site. Due to this unexpected finding, IV was removed. It was noted that the sheath was not attached to hub. Unable to retrieve catheter as it had migrated to the lung. Endovascular exploration of the left arm and was unable to locate the retained catheter sheath. Patient without complaints/issues related to the retained catheter on follow up visits to healthcare providers. Will be monitored for issues related to the retained catheter.